Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric bypass procedure the device blade fell off into the patient. The blade was retrieved through the trocar and the case was completed. No patient consequence.